Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. It was reported that the lead was not working. The lead was returned to the manufacturer for analysis. The patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient. They reported that impedances on the trial lead were 10,000 ohms. The rep noted that they switched the port on the multi-lead trialing cable (mltc), and the impedances followed the lead. The rep also ran stimulation on the lead, but it didn't normalize. After opening and using another lead, the impedances were fine. The rep was going to send the unused lead back for analysis. No further complications or patient symptoms were reported. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis could not verify the complaint as no anomalies were found. (B)(4). If information is provided in the future, a supplemental report will be issued.